Event description:
It was reported that the device was used during a prostatectomy, the clip twisted. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.